Event description:
Ats medical affairs department was contacted by the clinical research associate. Pt in the study had been diagnosed with an infection of both study wounds. One wound was covered with transcyte and the other was covered with biobrane. Both transcyte and biobrane were applied in 1999, one day after the injury occurred, both wounds were considered to be infected and both study materials removed in 1999, eight days after placement. The wounds were cultured. Results revealed rare acenitobacter baumanni and mixed cutaneous flora present in the wound. A dakins solution dressing was applied. The infection subsequently resolved and both wounds healed. Study coordinator, rn, does not believe the infection was related to use of either product.